Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 140 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal. Alarm history did contain a motor position encoder error alarm and more than one motor error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during the basic occlusion test due to loose protruded drive support disk. Unable to perform unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump passed the displacement test. The insulin pump was received with normal operating currents and passed self-test and off no power test. The motor was tested outside of the device and passed. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with displayable history crc check failed alarms due to a corrupted history file. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.